Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the patient line had become disconnected which is a known cause of the reported lead issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set became disconnected from the patient line of a homechoice automated pd set with cassette. This event occurred during use with patient involvement. The care giver stated they noticed solution on the floor. The patient had ensured the connections were secure prior to beginning therapy. They did not receive an alarm when the transfer set and patient line disconnected. The care giver stated there was no damage to the transfer set or patient line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.